Manufacturer narrative:
Results: the pet lock was intact and slightly bent on the proximal end of the pusher assembly, and the pet lock was stuck inside the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly pet lock was stuck within the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pet lock becomes bent, the smaller ID of the friction lock may cause increased friction when passing over the pet lock, and may prevent the introducer sheath from being removed. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced the smart coil into the non-penumbra microcatheter, and then attempted to remove the introducer sheath from the proximal end of the pusher assembly. However, the introducer sheath became stuck on the proximal end of the pusher assembly, and was therefore unable to be removed. The physician therefore removed the smart coil and continued the procedure using a new coil and the same microcatheter. There was no report of an adverse effect to the patient.